Event description:
The patient's parents reported that the patient recently showed a lack of response. External equipment was exchanged. However, the problem was not resolved. Testing performed by the center showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.